Event description:
Nurse noted the green lumen from PICC to left foot was leaking. Infusion stopped and the PICC line was flushed with normal saline. Noted leaking from the end of the white hub. Physician notified. On (B)(6) 2018, the orange lumen had clotted while tpn had been infusing over 19 m/hr. PICC was placed on (B)(6) 2018, lot # 16k017d.